Manufacturer narrative:
Product analysis the reported endoleak type 1a was confirmed on the images provided, however the cause of the endoleak could not be fully determined. Lack of post-implant CT¿s did not allow for a thorough analysis of the reported endoleak and stent graft in-vivo configuration. Angiograms were provided, however only a single imaging view point (a-p) was observed in the films provided. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. It is possible that implantation of a 36mm diameter bifurcate into a proximal neck flow lume of 25mm in diameter may have contributed to the reported endoleak. The noted anatomical considerations, such as angulation, may have also been a contributing factor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is unknown if any intervention will take place to treat this endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the treatment of an 35.7mm abdominal aortic aneurysm.  It was reported that  a post-operative angiography showed a proximal type 1a endoleak due to inadequate sealing  of the stent to the vessel wall.  During the index procedure, from the left guide wire, the  delivery system 36-16-145mm reached the designated position, after the angiography confirmed that the lower renal artery was not occluded. The blue handle was slowly released until the contralateral iliac leg ejected. The physician then inserted the 16-16-93mm iliac branch stent into the contralateral limb of the main body stent graft. The two overlapped by 3cm, and the distal end was inserted into the original iliac artery stent. The remaining part of the main body graft was then deployed.  The physician continued to deliver the 16-13-124mm iliac branch stent along the left guide wire, the proximal stent overlapped 3cm, and the distal end was positioned on the left external iliac artery. The right internal iliac artery was embolized.  As per the physician, the cause of the event cannot be determined.  No additional sequalae were reported and the patient will be monitored.